Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The patient effects of hemorrhage/blood loss/bleeding, vascular injury (tissue damage), and perforation of vessels are listed in the electronic perclose prostyle instructions for use (eifu), as possible adverse events of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Factors that may contribute to difficult to advance and a kink, include but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in the calcified right common femoral artery (rcfa) was attempted with a prostyle device using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred which was attributed to the calcified site. A second prostyle device was then used and reloaded, however, when advancing the device into the patient there appeared to be resistance causing the distal sheath to bend slightly and fold back on itself (even though there was a smooth entry with the first device). It was decided to stop advancing and remove the device slowly, however, bleeding had increased. The second prostyle had somehow increased the size of the access site in the vessel or perforated the vessel at a different site. It was attempted closing it with a large manta vessel closure device but it wasn't big enough. Vascular surgeons were called but by the time they arrived, hemostasis had been achieved via manual compression. Ore-close was abandoned. They proceeded with the tavi procedure - the right femoral was now used for the smaller sheath and the left for delivering the valve. Valve implantation was successful, however, there were complications in the iliac on the left side. First appeared to be a pseudoaneurysm then looked like active bleeding. There were continuous concerns for the patient throughout the procedure including elevated lactate levels which indicated hypoxia. A prostyle was used successfully to close the left cfa. The procedure lasted for around 5 hours before the patient was taken to recovery. Upon leaving the cath labs at the end of the day, there was still some concern for the patient and they were being monitored by staff. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under a separate medwatch report number.